Event description:
Reporter indicated that he was seen by an ent physician on (B)(6) 2012 and was diagnosed with a "bruised trachea" and that his "left vocal cord was immobile and function restoration could require some time". The reporter was initially implanted with the vns on (B)(6) 2012. Follow up with the implanting surgeon's office revealed the patient has not been seen since (B)(6) 2012, and has cancelled his follow-up appointment 3 times so the surgeon cannot comment on the reported vocal cord paralysis unless the patient is seen in the office. The patient's vns was activated on (B)(6) 2012 by the treating neurologist, who reported the patient no longer has any vocal cord paralysis symptoms and is doing well. Attempts for further information are in progress.

Event description:
Manufacturer follow-up with the patient's treating neurologist revealed the patient's vocal cord paralysis was felt to be due to illness and not the vns surgery. No interventions were done, and the patient spontaneously recovered. Vns diagnostics were within normal limits at the vns implant surgery on (B)(6) 2012.